Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose around 400 mg/dl at the time of incident. The customer stated that they were unable to prime successfully after multiple set changes. The insulin pump will be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The information has been provided with this report. The customer clarified that they were not wearing the insulin pump at the time of high blood glucose event.